Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the introducer buckled was confirmed, and the damage appears to have occurred during use. One 4.5 fr microintroducer was returned for investigation. The sheath was received separate from the dilator. The sheath was kinked 1.8cm from the distal edge. Two kinks were observed in the dilator. One kink coincided with the kink in the sheath. The second kink coincided with the distal tip of the sheath. A microscopic examination revealed no damage at the distal tip of the sheath. Potential contributing factors in the damage include insertion technique and/or angle. The product IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿

Event description:
It was reported by the facility's PICC team via the sales rep that the microintroducer in the PICC kit buckled and was not a smooth transition. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0098 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility's PICC team via the sales rep that the the microintroducer in the PICC kit buckled and was not a smooth transition. No patient harm was reported.